Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the ring was bent and the keyboard was scratched. (B)(4).